Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported that during patient resuscitation the external pulse generator (epg) was not pacing. It was noted that patient died. A cause of death was requested and not received. No further information was provided regarding the relationship between the lack of pacing and the patient death.

Manufacturer narrative:
Further analysis was performed on the device. This analysis could not confirm the reported event. No failure that would produce the device defect was found. However, it was confirmed that the positive battery contact was out of specification - mechanical. It was also confirmed that the returned customer battery was severely depleted. Use of this battery would result in device shutdown. In addition, a device history record (DHR) review was performed. This review concluded that the DHR did not contain any data potentially or directly associated with the event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the keyboard, battery drawer, ring bail and case were contaminated, one board connection cable had some minor indents from the shorting block on the main printed circuit board (pcb), after decontamination and opening of the device, the keyboard, battery drawer, battery release, lower case, upper case, one side bail cover, the lead flex cover, battery drawer o-ring and release o-ring were contaminated, the ring bail was cleaned and is no longer contaminated, one battery contact had the leg of the contact flattened, the battery returned measured 7.11v no load, 5.15v under a 128 ohm load, the battery connector lock not quite seated all of the way down, all other visual points passed inspection: conclusion: could not confirm the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.